Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported by the patient that she had a left tka performed in 2010, which was later revised in 2018 due to a reported allergic reaction to the metal. Currently, the patient indicates that she has had continued pain since the revision. She reports that she had a bone scan performed, which "showed a crack in the knee area." To date, a second revision has not taken place, due to covid-19 and lack of hospital access. There have been no medical records or x-rays provided, therefore a clinical investigation cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, wear or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a 2nd knee replacement on (B)(6) 2018, in where a oxinium device was implanted (it is unknown if s&n devices were used in the primary knee replacement). Recently it was discovered that there is a crack in the oxinium implant, and the patient's prosthesis needs to be replaced. Patient has been suffering from pain since the implant was put in. Additional details were not provided.